Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification); unsatisfactory result: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles on the surface of the shell. Crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare processional reported " unsatisfactory breast shape" and rupture. This record relates to the left side. The device has been explanted and replaced with non allergan device.